Event description:
It was reported the patient's ipg became inoperable due to not charging/using it for over a year (date of event unknown). A sjm representative confirmed the communication issue between the ipg and multiple external devices. Surgical intervention will be taken at a later date to address the issue.

Event description:
Follow-up identified during the patient's ipg procedure on (B)(6) 2015, the patient stopped breathing. The patient was flipped to supine and the physician abandoned the procedure to obtain an airway. It was also reported the patient experienced vomiting with possible aspiration. The patient was under observation for the day and was doing well when discharged.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Correction removal reporting number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.